Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed an MRI however their device had not been used. Patient reported that their device had not been working for a while and the battery would not charge. Patient stated the battery had been depleted for 7-8 months. Patient did not use because they could not get it to lower. Patient stated it was auto programmed and was too much stimulation. Patient stated she stopped using since she couldn't lower the stimulation and it was too high. Patient stated she did not keep the system charged. No further complications were reported/anticipated.